Manufacturer narrative:
The product was not returned for evaluation. The DHR review was not possible at this moment because the customer has not provided the lot information. The reported condition is unconfirmed. The root cause is undetermined.

Manufacturer narrative:
It is unknown if the device involved will be returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A global external manufacturing supply chain management reported on behalf of the physician that there was cerebrospinal fluid (csf) leak after using xxx-durplus (duragen plus, unknown). The patient got an infection and meningitis. The date of the incident was not provided. Additional information has been requested but no other clinical information has been provided.